Manufacturer narrative:
The reported inability to close the clip and difficulty removing the cds could not be replicated in a testing environment due to the returned condition of the cds (the release crimper was loose, and the clip detached from the cds). Additionally, the actuator mandrel, binding plate and actuator coupler was observed to be bent. The gripper lever cover assembly was detached from the gripper lever (material separation). The release crimper was observed to be loose (unstable). The clip introducer material was observed to be deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported inability to close the clip, observed bent binding plate, and loose release crimper appear to be related to a potential product quality issue. Furthermore, the reported difficulty removing the cds was a cascading event of the inability to close the clip. The reported surgical intervention is a result of case-specific circumstances. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the inability to close the clip and difficulty removing the device requiring surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve and grasping attempted however the clip would not close. The cds was retracted to the left atrium (la) and checked again and the clip appeared to function as intended therefore the cds was advanced back to the valve. The clip failed to close and the cds was then retracted to the la. When checked again, the clip failed to close therefore it was decided to retract the cds into the steerable guide catheter (cds) completely inverted however resistance was noted. A vascular surgeon was called to perform a cut down to remove the inverted clip from the left femoral vein. Another clip was used to complete the procedure, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.